Event description:
A call to technical services on 10/1/2013 states that this fidelis lead was extracted due to suspected fracture. The physician ws dr. (B)(6) at (B)(6) . No other information is available. Additional information received stated that this rv lead was explanted on (B)(6) 2013 due to advisory/recall. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).